Event description:
A plasma collection center reported that after an initial, uneventful source plasma donation, a donor stated they were feeling a chill and the needle stung a little during the procedure. They then fell backwards. The plasma center medical director found them unconscious and aroused them with an ammonia inhaler. They were moved to a chair where they moved about as if agitated and complained of a headache. They had about 100cc emesis into a receptacle. They were taken to the hospital by ambulance where they were admitted. The center medical director followed up with the hospital and found the donor had checked themselves out against medical advisement the next day.